Event description:
The physician was advancing the guide catheter through a very tortuous anatomy and the guide kinked and a perforation was noticed. The physician inserted the guide catheter into the pt. The pt's anatomy was very tortuous and while the guide was being advanced forward the guide catheter shaft kinked. The physician attempted to correct the kink and by unwinding the guide catheter shaft and perforation of the vessel was noticed. The pt at the time of this report was stable.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. This report is based on info supplied to co without co's independent verification as to its accuracy, completeness or casual relatiionship to the product.